Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after event onset, the patient was treated with injection of fortum (1 gm daily, route not reported) and injection of amikacin (500 mg daily, route not reported) for peritonitis. At the time of this report the patient outcome was unknown and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.